Manufacturer narrative:
Concomitant medical products: lnq11 monitor, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient feels palpitations at night. The patient was seen 4 days prior to the notified date of this event and reprogramming was carried out on the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.